Manufacturer narrative:
Sensor (B)(6) has been returned and investigated. A visual inspection has been performed and no issues were observed on sensor patch. Data extraction was successful. Sensor state 7 with event code 11 and sensor state 8 with event code 9 are an indication that the sensor had terminated due to an intentional non-fatal error recognized by the sensor. This termination is an intended part of the sensors system and is not an indication of product non-conformance as the data is consistent with a removal of a properly applied sensor. As a result, the sensor had recognized its removal and had terminated in which the sensor was working as intended. Data quality errors were observed. Data quality errors are not customer facing and occurs to protect the user from unreliable glucose values by not presenting the values to the user. These indicate brief physiological issues (such as rapidly changing glucose due to food or exercise) that are not indicative of a product failure since the sensor was able to recover and continue to provide accurate glucose results. The sensor was de-cased and a visual inspection was performed on the pcba (printed circuit board assembly). No issues were observed. Source measurement unit and poise voltage testing were performed and all results were within specification. The passing of functionality testing is an indication that there were no issues with sensor functionality and electronics, therefore this issue is not confirmed. An extended investigation has also been performed on the reported complaint and determined that there was no indication that the product did not meet specification. Dhrs (device history review) for the freestyle libre sensor and freestyle libre sensor kit were reviewed and the dhrs showed the freestyle libre sensor and freestyle libre sensor kit passed all tests prior to release. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A "replace sensor" error message was reported with the adc device and customer was unable to obtain readings. As a result, customer experienced a seizure and loss of consciousness and was unable to self-treat. Customer reported being hospitalized in a coma for an unspecified duration and received healthcare provider treatment of glucose via intravenous infusion for a diagnosis of hypoglycemia. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
The product has been requested for investigation. A follow-up report will be submitted once additional information is obtained. The device mfg date is unknown. The date entered in section h4 is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A "replace sensor" error message was reported with the adc device and customer was unable to obtain readings. As a result, customer experienced a seizure and loss of consciousness and was unable to self-treat. Customer reported being hospitalized in a coma for an unspecified duration and received healthcare provider treatment of glucose via intravenous infusion for a diagnosis of hypoglycemia. There was no report of death or permanent impairment associated with this event.